Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. We were unable to perform all functional testing including the operating currents test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. In addition, we were unable to verify battery out limit alarm, motor error alarm and encoder signal out alarm due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit, so they change the battery and received another battery out limit alarm plus a motor error and a motor position encoder error. The customer was assisted with battery out limit troubleshooting. The customer's blood glucose level was 170mg/dl at the time of the incident. The customer stated that the alarmed occurred during normal use. Troubleshooting was moved to the motor error and motor position encoder error. The customer stated that the drive support cap appeared normal and the insulin pump was not exposed to high magnetic filed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.